Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (unable to run detect and treat test) was confirmed. As received, the monitor failed incoming functional testing. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A u.s. Distributor contacted zoll to report that monitor sn (B)(4) was unable to run a detect and treat test.